Manufacturer narrative:
Section h3, h6: it was reported that a left hip revision surgery was performed due to elevated cobalt and chromium levels, pain, metallosis and pseudotumor formation. Intraoperatively, dark stained synovial tissue was identified. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the acetabular cup was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device, and this failure will continue to be monitored. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the dark stained synovial tissue, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Further, the acetabular component was in a retroversion position, it is unknown if this anomaly contributed to the issue. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a left bhr resurfacing construct had been implanted on the patient¿s left hip on (B)(6) 2016, the patient experienced elevated cobalt and chromium levels, pain, metallosis and pseudotumor formation. A revision surgery was performed on (B)(6) 2020 to address these complications. During this procedure, both the acetabular cup and resurfacing head were explanted and replaced with competitors¿ devices. Intraoperatively, a dark stained synovial tissue consistent with metallosis was identified upon entering through the bursal tissue. The procedure went uneventfully, and the patient subsequently awoken and transferred to the pacu unit in stable condition.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the dark stained synovial tissue, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Further, the acetabular component was in a retroversion position, it is unknown if this anomaly contributed to the issue. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on the patients left hip due to pain, elevated cobalt and chromium, and metallosis.